Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty removal occurred. A stinger® ablation catheter was selected for use. During procedure, the probe did not open and the metal framework was removed with a significant traumatic risk for the patient. No patient complications were reported.

Manufacturer narrative:
Corrected upn from unk820 to h3112100201. Device evaluated by manufacturer: the device was returned for analysis. The distal tip section was observed to have both reinforcement wires that had punctured thru the satellite lumen. One at the proximal end and the other at the distal end. The reinforcement that had protruded the distal end was broken at the tapered joint transition and the remainder of the broken half was missing. A tear extended from the reinforcement at the distal end of the satellite lumen to the proximal end, where the remainder of the broken half was most likely dislodged. The catheter was actuated in both directions and returned to neutral position as designed. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed DHR found no issues. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu reference: ensure that the catheter tip has been returned to the neutral position prior to removal from the patient. (B)(4).

Event description:
It was reported that difficulty removal occurred. A stinger® ablation catheter was selected for use. During procedure, the probe did not open and the metal framework was removed with a significant traumatic risk for the patient. No patient complications were reported.